Event description:
A customer contacted beckman coulter inc., (bec), and stated that fluid was leaking from an electrolyte tubing #25 on the unicel dxc 600i instrument. The customer indicated that all electrolytes eventually failed calibration with span and range errors. Bec technical support recommended the use of personal protective equipment before troubleshooting. The customer stated that he was wearing a laboratory coat, gloves and protected eyewear. No injuries were sustained by any laboratory personnel. The problem was determined to be a popped off ion selective electrode (ise) reference solution tubing #25. The customer was able to locate and reconnect the loose ise tubing. The customer stated that some of the fluid leaked down onto the ise module drip tray. The technical support then had the customer to prime, recalibrate and run qc on all electrolytes, and review patient results run just prior to the instrument failure. No erroneous results were generated in connection with this event.

Manufacturer narrative:
The issue was resolved through routine customer maintenance. No on-site service was initiated. Root cause of this event was the loose/disconnected ise reference line #25. (B)(4).